Event description:
It was reported that the tip of the instrument was broken off during the procedure. No pt complications were reported.

Manufacturer narrative:
(B) (4): both the upper and lower shafts are broken off at the center of the jaw pivot pin forward. Both the upper and lower pins and broken off portions of the shafts are missing and were not returned for analysis. Optical examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order induce fracture and/or breakage of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.